Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. Unable to perform all functional testing due to the buttons not responding. No numbers scrolling during testing noted. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer experienced keypad anomaly. Caller reported that when pressing the up arrow for a bolus, numbers continued to scroll; the act button did not respond. Customer's blood glucose was 563 mg/dl, which was treated with manual injection. Caller does not know what caused anomaly, but believes that it may be due to sweat. After troubleshooting, caller was advised that insulin pump would need to be replaced.